Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The customer returned the spare part expiratory channel printed circuit board (pcb) claiming that it failed during installation. The device logs that was received for investigation didn't contain the reported event date neither any indication of the reported event. The expiratory channel pc board was installed in a reference system for simulated use testing. It was found that it worked according to its specification, i.e. No malfunction. A hypotheses of why the customer has experienced the expiratory channel board as broken is that when replacing expiratory channel pcb, two pre-use checks must be performed. The first check will calibrate the safety valve, but fail in other tests. The second check will pass. This is clearly documented in the service manual.

Event description:
(B)(4).